Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead had noise causing inappropriate automatic mode switching episodes. Dislodgement or intermittent insulation break was suspected; however, there was no finding via x-ray. Noise was not reproducible. The patient was stable.